Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The unit was received without the belt clip. The unit had cracked belt clip slot at battery tube threads, cracked reservoir tube lip, cracked case at display window corner and cracked end cap.

Event description:
It was reported that the up button on the insulin pump is unresponsive. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).